Event description:
Device malfunction: detachment from source. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the proglide device was being removed from the patient anatomy, the distal guide separated from the proximal guide and remained in the patient anatomy. A snare was used to retrieve the proximal guide. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.